Event description:
We had this issue again twice with dr. [Redacted name] knee cases. We gave the shaver and lot number to the rep today. Today¿s lot number was 51093678. Same product as tracker (B)(4) (medwatch report (B)(4)) smith and nephew 3.5 curved shaver tip broke intraoperatively on 2 patients. Dr. [Redacted name] was using the sn arthroscopic 3.5 curved shaver tip, something he uses for 90% of his cases, and the tip stopped oscillating. When they took the shaver apart, it was noted that the inside piece broke apart. Nothing was left inside the patient; all pieces were still inside the shaver sheath. Manufacturer response for arthroscopic 3.5 curved shaver tip, arthroscopic 3.5 curved shaver tip (per site reporter). Same product as tracker (B)(4) (medwatch report (B)(4)).